Event description:
Reported debris in the sterile package.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows debris in the sterile packaging. The sterile barrier was still intact when product was received for inspection. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The reported event occurred during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the debris in the sterile package while inspection. No patient involvement.